Event description:
Complainant alleged that the medics were responding to a call for a pt, who had collapsed in the street and had been in a collapsed state for about 10-15 minutes prior to the medics arrival. The pt was non-responsive and was "highly cyanotic. The rescue personnel called an emergency physician after first taking the pt's vital signs. While waiting for the physician, the device was applied to the pt, who was then monitored with the device in semi-automatic mode. The pt was presenting a ventricular fibrillation heart rhythm. The device advised shock and charged to 120 joules, but when the discharge button on the device was depressed, the device failed to discharge the energy. The device then returned to monitor mode. After 60-90 seconds, the rescue personnel repeated attempt to defibrillate the pt, but again the device charged, but did not discharge. When the emergency physician arrived upon the scene, another device was used to monitor the pt. The pt was presenting a ventricular fibrillation heart rhythm. The pt was intubated, but "due to the pt's special condition (anatomy)" it was difficult for the pt to be given artificial respiration. The physician shocked the pt an unspecified number of times, but the pt "died shortly after that, as the attempt to re-animate the pt was given up by the doctor. The doctor stated that the prognosis for successful re-animation had been poor due to the time elapsed until the rescue service was called".